Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient setting occlusion level to high on pump). (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. The reporter stated that the patient had a blood glucose (bg) of 17.0mmol/l to 29.6mmol/l with nausea, drowsiness, confusion and large ketones in the urine. The patient was taken to the doctor¿s office and treated with insulin via injection. Customer support (cs) completed troubleshooting and indicated that the occlusion sensitive was set to hi. Cs assisted the patient with changing occlusion sensitivity. This report is being made due to the bg excursion the patient experienced while on pump therapy.